Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test, unexpected restart alarm and external ram crc error alarm. Customer's blood glucose level was 131 mg/dl. Troubleshooting for failed battery test was performed. Customer advised they replaced the battery and continued to receive a bad battery alert as the device would not accept the batteries. Customer was able to resolve the issue during troubleshooting. Troubleshooting for unexpected restart alarm was performed. Customer advised a temporary basal was not programmed before the unexpected restart alarm. Customer declined to troubleshoot for the external ram crc error alarm and stated they needed to get to work. Customer was advised to monitor the insulin pump and call back if issues persist.